Manufacturer narrative:
Analysis of the lead (lot# va11cy3) found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that they explanted the lead and battery and then implanted a new lead and battery. When impedances were ran, they got impedance on multiple electrodes. The lead was cleaned and reseated multiple times. Stimulation was increased from 1 to 2.5 volts and still got impedances. The health care professional (hcp) decided to replace with another lead, which "wended" and everything was fine. The issue was resolved at the time. The indication-for-use (IFU) was unknown. If additional information is received, a follow-up report will be sent.